Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was slightly distorted; oval shaped. All leaflets were in the closed position with wavy free margins. All leaflets were stiff. The right cusp was partially torn from the left right commissure (lr). Due to the tear, the right cusp was prolapsed. Minimal thrombus was observed on the belly of the non-coronary cusp and left cusp. The non-coronary cusp exhibited a rolled lunula. All commissures were intact. No evidence of dehiscence was observed. The right cusp was partially torn from the left right commissure, where remnants of the right cusp remains attached to the commissure. A nodule of calcification was observed on the leaflet remnant. Pannus was observed on all superior coaptive areas. A minimal layer of pannus lined the base stitching of all leaflets, encroaching 2 mm onto the leaflets (inflow). Pannus was also present on the outflow sewing ring. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed calcification in the left cusp and at the left right commissure which may have led to tissue degeneration and caused the tear. Conclusion: reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 3 months post implant of this bioprosthetic valve, the valve was explanted and replaced due to a non-coronary cusp (ncc) commissure rupture. No additional adverse patient effects were reported.